Event description:
The customer reported that waveforms were merging and occasionally displaying a flat line. A pt coded during these events.

Manufacturer narrative:
(B)(4). The customer reported that waveforms were merging and occasionally displaying a flat line. A pt coded during these events philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.